Event description:
It was reported that when the needle was attempted to be removed from the port body, the base stopped at half position and the safety mechanism was not activated properly. When the nurse pulled it further to activate the safety mechanism, the position of the needle and the base separated and the needle penetrated the nurse¿s finger. The health injury to the nurse was unknown. Additional information received 6/1/2022: it was reported "the nurse was received needle stick injury. The infusion solution that was being administered was "mephenamine" there was originally no infection in patients who were treated with needles. A nurse's blood test has been completed, which has been stabbed with a needle ¿ negative. The place of needlestick was cleaned and disinfected. There was no medication."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged safety mechanism is confirmed but the exact cause remains unknown. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. The safety mechanism base was returned detached from the needle shaft. A bend in the needle was noted near the proximal end of the needle shaft near the housing. Microscopic inspection of the components revealed the metal sleeve to be present within the needle. The outer diameter of the needle and the inner diameter of the metal sleeve were measured and found to be within manufacturing specification. The description of the reported event indicates that the safety stopped halfway during advancement. This resistance was likely caused by the bend found in the needle. An increase in force during attempted advancement may have resulted in the detachment of the safety base off the needle. Since the safety mechanism was found to be detached, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the needle was attempted to be removed from the port body, the base stopped at half position and the safety mechanism was not activated properly. When the nurse pulled it further to activate the safety mechanism, the position of the needle and the base separated and the needle penetrated the nurse¿s finger. The health injury to the nurse was unknown. Additional information received 6/1/2022: it was reported "the nurse was received needle stick injury. The infusion solution that was being administered was "morihepamine" there was originally no infection in patients who were treated with needles. A nurse's blood test has been completed, which has been stabbed with a needle negative. The place of needlestick was cleaned and disinfected. There was no medication."